Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for follow-up, loss of sensing and low pacing impedance were observed. A possible conductor fracture was observed via x-ray. During the replacement procedure, the possible conductor fracture was also observed under fluoroscopy. There was no sensing on the egm when the lead was connected to the psa. The lead was capped and replaced on (B)(6) 2018. The patient was stable.